Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive buttons due to flattened (creased) down button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery alarm, prime/fill, rewind anomaly due to unresponsive button. Device had cracked reservoir tube lip and no broken noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer¿s parent reported via phone call that the insulin pump had a keypad anomaly buttons were sticking. Customer¿s blood glucose was unknown at the time of incident no troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.